Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4). The dentist reported that 20 days after the dental implant was installed in intraoral region 6#, its non-osseointegration was observed. 25ncm of primary stability was achieved, the patient presented bone type ii and immediate implant procedure was performed.